Manufacturer narrative:
At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that immediately when the vela ventilator was powered on, there was an unresolved "xdcr fault" alarm. Although the customer stated that it occurred immediately upon start up, the customer also reported that the ventilator was in use with a patient. The ventilator was replaced and there was no patient harm or injury.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was determined to be a failed pressure transducer.